Event description:
It was reported that during routine control the battery impedance was 2.86 volts and "depleted fast". The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage was pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.99 to 2.86 volts between (B)(6) 2011 and (B)(6) 2012 is before device rrt <= 2.61 volt.